Manufacturer narrative:
The customer did not indicate any issues with qc, calibrations or system issues. A field service engineer (fse) went on-site (B)(4) 2011, performed an rf precision run that was well within specifications. Fse ran carryover testing on the wash tower which passed and on the cartridge chemistry (cc) sample probe which failed. Fse replaced the probe and wash collar. Fse concluded that the rf false positives were due to a reagent issue since the rf precision had been acceptable.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding false positive rf results generated by the unicel dxc 800 pro synchron clinical system. There was no death, injury or change to patient treatment with regard to this event.